Event description:
9/3/96 pt underwent turp and removal of a catheter. 9/4/96 - equipment determined tip broken. Returned to MFR. 10/12/96 - pt returned to or for removal of a foreign body (plastic tip of the resectoscope).